Event description:
Analysis results reported four conductors were broken 25.5 cm from the distal end. It was reported circuits 0, 1, 3, and 7 were open, and there were no shorts between circuits(dry) on lead 3877. On the 3888 leads there was open circuits on circuit 0, 2, and 3 with no shorts between circuits. It was noted on the first of these leads the 0 and 2 conductors were broken near the 3 electrode, 6.2 cm from the distal end, and the #3 conductor was broken at the #3 electrode weld site. It was also reported the other 3888 lead had the #0 conductor broken near the #2 electrode 5.3 cm from the distal end.

Manufacturer narrative:
Analysis of the neurostimulator found no anomaly. Analysis of the leads found open circuits and broken conductors for reliability non comformances in all three leads. Analysis of the extensions and anchors found no significant anomaly.

Event description:
It was reported that high impedance was found and the system was explanted as a result. No trouble shooting was performed.

Manufacturer narrative:
Concomitant medical products: product ID 387745, lot# b0439670k, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead; product ID 3888-28, lot# 0204439693, explanted: (B)(6) 2013, product type: lead; product ID 3888-28, lot# 0204283282, explanted: (B)(6) 2013, product type: lead; product ID 37081-60, serial# (B)(4), product type: extension; product ID 37082-40, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.